Manufacturer narrative:
Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: 3088 (needle) - 1158 (failure to deploy). A 142 (contamination by foreign material) - 23 (manufacturing deficiency): 1. A 170 (manufacturing process problem) - 23 (manufacturing deficiency): 2. A 213 (no failure detected) - 27 (training deficiency): 1. A 213 (no failure detected) - 71 (no failure detected): 29. A 706 (assembly problem) - 23 (manufacturing deficiency): 5. A 3221 (no results available since no evaluation performed) - 92(device not returned): 211. Total: 249. A 3088 (needle) - 1158 (failure to deploy) - 1031 (failure to adhere or bond). A 3221 (no results available since no evaluation performed) - 92(device not returned): 1. Total: 1. A 3088 (needle) - 1158 (failure to deploy) - 1059 (bent). A 213 (no failure detected) - 71 (no failure detected): 2 . A 3221 (no results available since no evaluation performed) - 92(device not returned): 10. Total: 12. A 3088 (needle) - 1536 (retraction problem). A 213 (no failure detected) - 71 (no failure detected): 1. A 706 (assembly problem) - 23 (manufacturing deficiency): 1. A 3221 (no results available since no evaluation performed) - 92(device not returned): 29. Total: 31. A 3088 (needle) - 2906 (deployment issue). A 135 (degradation problem) - 23 (manufacturing deficiency): 1. A 142 (contamination by foreign material) - 23 (manufacturing deficiency): 1. A 170 (manufacturing process problem) - 23 (manufacturing deficiency): 1. A 213 (no failure detected) - 71 (no failure detected): 46. A 706 (assembly problem) - 23 (manufacturing deficiency): 2. A 3221 (no results available since no evaluation performed) - 92(device not returned): 404. Total: 455. A 3088 (needle) - 2906 (deployment issue) - 1059 (bent). A 213 (no failure detected) - 71 (no failure detected): 1. A 3221 (no results available since no evaluation performed) - 92(device not returned): 7. Total: 8. Exemption number: 2014031. Total number of events: 756. Please note, original asr submission for q2 contained an incorrect asr reporting authorization number (e20124031) on the cover sheet. The coversheet in this emdr attachment has been updated to reflect the correct number (e2014031).

Event description:
This report summarizes <noe>874<noe> reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Refer to (additional manufacturer narrative) for detailed breakdown of specific device codes compared to investigation findings. Of the 874 total reported events, 756 are from quarter 2 of 2017. The remaining 118 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: (B)(6).